Manufacturer narrative:
(B)(4). Batch #: t5ez7g. (B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. However when closing the device a squeaking sound was heard, in order to verify the condition of the internal components, the device was disassembled, and the spring yoke was causing friction with the frames. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The noise heard has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No patient consequences. The stapler was not used on the patient. A new stapler was pulled to complete the case. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown.

Event description:
It was reported that during an unknown procedure the physician opened and closed the jaws using the closing trigger and a squeaking noise occurred. The stapler was not fired inside the patient. The scrub tech fired the stapler with a white reload without tissue inside the jaws. A new stapler was opened to finish the case.